Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker¿s electronic complaint systems.

Event description:
It is reported that the surgeon was performing a tkr and implanted a size 5 r lateral femur and, after cementing, he realized that it stuck past the guide mark a meter or two. When patient¿s knee flexed, there was rubbing on the anterior aspect of the femoral component. Removed the femoral component and replaced with a size 4, which solved the problem.